Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2024. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture and high threshold. Patient experienced dizziness and syncope. Programming changes were made. The patient was stable.